Event description:
The reporter stated that the surgeon was carrying out a kompressor screw removal. When the surgeon tried to extract the screw, the trailing head part of the screw was successfully removed, however, the remainder of the implanted screw stayed in situ. This part of the screw is still inside the patient. Integra has requested additional clinical information. The exact product size and identity has not been confirmed at this time.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.